Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained. The blade comes out of the box protection. How was the procedure completed? To conclude the procedure they should have opened a new reload but instead this surgeon opened a new linear cutter. The linear cutter cuts and staples correctly.

Event description:
It was reported that during a gastrectomy procedure, the first reload that was opened had the blade visible in the beginning of the reload. The device was fired and the blade advanced but did not come back. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned with no apparent damage and with a fully fired cartridge reload loaded on the device. In addition, received cartridge (c), unfired, swing tab in unlocked position. The device was tested for functionality with the returned cartridge reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.